Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 2ml juvéderm® voluma® with lidocaine in cheek (ck1,4), 2ml juvéderm® volux¿ in chin (c1,2), and 2ml juvéderm® volift® with lidocaine in nasolabial folds (nl1,2) and lips (lp1,6). A few minutes after the lips and nasolabial folds were injected, "a mottled appearance occurred on the left upper red lip and perioral area, extending into the left nlf area too" as well as lip's bruising. Patient was treated in lip and perioral area with hyalase® and mottled appearance reduced with "swelling was exacerbated by the injection of hyalase® in the area."